Manufacturer narrative:
The pump will not be returned to the MFR for eval as the pump was not explanted from the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approx 13 months post implant, the vad coordinator reported that the pt was experiencing hemolysis. The pt was given tissue plasminogen activator (tpa) through the lvad for possible vad thrombus but the pt did not respond well. It was reported that he became febrile, septic, and had elevates white blood cells. A decision was made to withdraw care and the pt expired due to multi organ failure. The pump will not be returned for eval.